Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer was 194 mg/dl. The customer experienced symptoms such as nausea. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.